Event description:
It was reported that the procedure was being performed in the medical intensive care unit (micu). The physician gained access using a femoral approach. He removed the needle and placed the catheter over the spring wire guide (swg). They experienced difficulty when trying to remove the swg and it began to unravel. After manipulation, most of the swg was pulled out, but the physician stated that it was impossible to tell if small remnants of the swg were all removed. The patient later expired. "It is unlikely that the introducer needle or swg was a causal or contributing factor to the death of the patient. The physician feels the introducer needle in this kit is too small for a femoral line. We are submitting this report because we have determined that on the information available, we cannot conclude with certainty that the device as not a contributing factor."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B) (4).